Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 20829377. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 20629354.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to unknown reason. No device malfunction was suspected. No further information has been obtained despite good faith effort.